Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was intermittently working. The harvester would activate the device, it would stay on for one second and turn off. The reporter stated that it had nothing to do with the safety shut down mechanism. This occurred early in the procedure, after cauterizing the first branch. When the device would shut off, the harvester would wait 10 sec to activate it, but it would only work for a few seconds and turn off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.